Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement was attempted in the moderately calcified left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and during the aaa procedure, the sheath was upsized to a 14fr sheath. Reportedly, a cuff miss occurred with two proglides devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved with the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.